Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a transmitter battery issue occurred. On (B)(6) 2025, the patient had high cgm readings, but the pump was not giving the correct insulin dose. The patient stated that ¿it kept saying that my blood sugar was high, and it was not coming down¿. The patient experienced feeling weak and ill and was brought to the hospital by an ambulance. The patient did not perform or report a fingerstick reading. At the hospital, it was noted that a ¿transmitter failed¿ error message was displayed, and the pump and the dexcom sensor were removed. The patient was told that the pump was not delivering insulin due to the failed transmitter. After a fingerstick was taken by the doctor, the patient was treated with insulin injections and saline. The patient also received treatment with intravenous morphine for abdominal pain. The patient was discharged after 2 days. At the time of the report the patient was stable. No other details were documented. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. No additional patient or event information is available.